Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported two days post implant that the left bundle branch (lbb) right ventricular (rv) lead dislodged post pocket closure. The lbb rv lead was removed and replaced. It was further noted that the replacement lbb rv lead exhibited difficulty in finding the septum for appropriate left bundle pacing and was unable to clean the tissue out of the lead. The lbb rv lead was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The proximal conductors were distorted at 15 cm, 16.4 cm, 18.2 cm, 21 cm, 23 cm, and 24.8 cm, extrinsic damage. Tissue in the helix is not a failure of the lead and is an observation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.